Event description:
Medtronic received information that over two years post implant of this transcatheter bioprosthetic valve, the patient was noted with recurrent stenosis. The patient was treated with balloon angioplasty procedure, and was resolved the same day. No additional adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: device remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received, a follow-up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.